Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis, in a good condition. During analysis, the reported "error code 44510" was not able to be duplicated. The error did not occur at bootup. It was run for approximately two hours with no further issues. Only one instance of the error appeared in the event log. It was noted that there was a transient error that caused the 44510 error. The pump will undergo standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited error 44510. No patient involvement reported.